Manufacturer narrative:
(B)(4). G2: (B)(6). Visual examination of the provided pictures identified the cup positioner covered in bio-debris. It cannot be confirmed what is broken on the device. No further evaluation can be made. The complaint cannot be confirmed. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the cup inserter was broken. There was no harm or health consequences to that patient. It was reported that no further information is available.